Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that they had contacted their pain management physician the same day they notified that their stimulator was no longer working. They had an upcoming consultation scheduled on (B)(6) 2015. This appointment was for an axillary nerve block with sedation and secondarily to discuss replacing their implantable neurostimulator (ins). They had no access to pain relief for their chronic regional pain syndrome other than prescription medication which did not work well for them. If additional information s received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3776-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 37742, serial#(B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).

Event description:
It was reported by the patient that there was an elective replacement indicator (eri) that occurred on their implantable neurostimulator (ins). They had a sudden loss of stimulation sensation and a loss of therapeutic effect (not helping their pain) that coincided with seeing the eri message. The patient had increased the amplitude and was still not getting any stimulation sensation or therapeutic effect. They also reported that they have discussed getting a surescan device with their physician so they may have an MRI. Last year they had an occipital stroke (they were born with very small cerebral arteries; so idiopathic in nature) and she was not able to have an MRI at that time. The patient confirmed this issue was not related to their stimulator. Relevant medical history includes complex regional pain syndrome. Additional information has been requested, but was not available as of the date of this report. If received, a follow-up report will be sent.